Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during preparation, the sponge that is inside the cap pushed through into the scope. The sponge was removed from the scope, and another rx locking device with biopsy cap was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during preparation, the sponge that is inside the cap pushed through into the scope. The sponge was removed from the scope, and another rx locking device with biopsy cap was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam sponge dislodged from the rx biopsy cap. A visual evaluation found that the foam sponge had been partially displaced but not separated from the rx biopsy cap. The sponge appears to have been partially forced out of the cap with most of the circumference of the sponge securely attached to the inside of the cap. The issue was noted during preparation and outside the patient, therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The reported event of the biopsy cap sponge being pushed out into the scope. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.